Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn : m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7070546/5180630,

Event description:
It was reported that the patient underwent a system explant procedure due to inadequate stimulation. No device malfunction was suspected. The explanted devices will not be returned as they were discarded by the medical facility.